Manufacturer narrative:
Concomitant products: product ID: 8590-1, lot# n172781, implanted: (B)(6) 2008, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported the patient had a clogged catheter, the catheter was occluded. It was noted due to the catheter being clogged and the pump battery nearing normal end of service, the patient had had saline in his pump for approximately six months. The patient had two MRI scans on (B)(6) 2015 and then hopefully would have surgery soon to remove and possibly replace the system. The patient experienced decreased pain relief. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.